Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 114mg/dl. The customer stated that the size of the air bubbles is size of a pea. The customer reported that the change out of entire infusion set last night and right now resolve the issue of air bubbles and high blood glucose. The customer stated that the air bubbles doesn't appear in either tubing or reservoir. The customer was advised to monitor the pump.